Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was above 250 mg/dl. There were no alerts or alarms in the pump history. The contact did not know cause of high bg and alleged that the "insulin must have been interrupted". As the event had occurred in the past, a cause of the event could not be determined.